Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen malfunctioned and is requesting a replacement. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is requesting onsite service for repair. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It has been determined to replace the touchscreen and front button/front bezel to resolve issue. The fse replaced the touchscreen and the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.